Manufacturer narrative:
Investigation: customer returned seven (7) loose 31gx6mm, 0.3ml bd insulin syringes. Consumer reported needle remained inside the needle shield, she is not sure if the hub came out. All seven returned syringes were examined, and it was observed that two out of the seven syringes exhibited needle-hub/shield assembly separation; no damage to the barrel tip was observed on these syringes. A review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200802305] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle cannula separated. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no.: 324909; batch no.: 8337695. It was reported the needle remained inside the needle shield. Consumer reported needle remained inside the needle shield, she is not sure if the hub came out. She stated she had called us on thursday or friday left voicemail. Consumer uses the new syringe each time of her injection. Offered to send replacement.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle cannula separated. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no.: 324909 batch no.: 8337695. It was reported the needle remained inside the needle shield. Verbatim: consumer reported needle remained inside the needle shield, she is not sure if the hub came out. She stated she had called us on thursday or friday left voicemail. Consumer uses the new syringe each time of her injection. Offered to send replacement.